Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following cataract extraction with an intraocular lens (iol) implantation surgery, the patient developed aseptic endophthalmitis. White deposits were found on the surface of intraocular lens and in the posterior capsule. Additional information was provided by the physician, who reported that one month following an intraocular lens (iol) implant procedure the patient was diagnosed with tass. The patient experienced mild to severe pain, conjunctival redness and swelling. Blood routine examination was reported as infectious hemogram no, c-reactive protein to be normal. No cultures were performed. The event resulted in a clinically significant visual change. Intervention for the event was reported as local medication inhibits inflammation. The intervention was effective. The outcome of the event has resolved. Additional information was provided indicating that there were white deposits on the anterior and posterior surface of the iol. The surgeon suspects that it is tardive tass, not endophthalmitis.